Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced slight shocking sensations in the back during an MRI despite placing the ipg into MRI mode. The MRI was aborted as a result.

Manufacturer narrative:
Corrected: d4. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.